Event description:
It was reported to target that during a procedure to treat a brain aneurysm, gdc coils were placed in the aneurysm sac at a posterior communicating aneurysm level in the circle of willis. The pt was suffering also of a subarachnoid hemorrhage. The first coil was launched with success in the aneurysm sac but during the placement of the 2nd coil, it broke. The breakage of the 2nd coil occurred distally to the coil detachment zone after several attempts of coil repositioning. After the gdc coil broke, the physician tried to place the gdc distal part inside the aneurysm sac but a little part of the coil was staying inside the posterior communicating artery. Then it seems due to an arterial spasm with the little part of coil inside the artery that a thrombosis of the vessel occurred with a posterior brain infarct.